Manufacturer narrative:
Event site postal code: (B)(6). Event site telephone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated a leak in iab circuit alarm and blood was seen in the extended tubing. The iab was immediately removed and replaced with new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.